Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient is following unsterile practices and reusing pd materials due to unavailability of stock. The peritonitis was manifested by abdominal pain and pd fluid discoloration. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient has recovered from abdominal pain and pd fluid discoloration. At the time of this report, the patient was discharged from the hospital (on an unknown date); and was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was not retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.